Manufacturer narrative:
A supplemental MDR is being submitted based on engineering results, correction and additions of adverse codes. The following sections of this report have been updated d9 (device availability), h3 and h6 (component codes, investigation findings and investigation conclusions). The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: the inflation balloon burst radially and diagonally, and the middle portion of the balloon. Functional testing was not performed due to the nature of the retuned device. Dimensional testing on the inflation balloon single wall thickness measured along the edges of the burst location met specification. The 3mensio imaging and device photo were reviewed and revealed that the distal end of the flex shaft and crimp balloon was filled with blood, the patient's annulus was calcified, and the patient's access vessel was tortuous. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in an edwards technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per report, the patient had moderate calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was reported that an extra volume was added to the balloon (+1cc) prior to the inflation. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. The technical summary also outlines the extensive manufacturing mitigations (which are currently still in place) to prevent this type of malfunction (100% visual and dimensional inspections, 100% leak testing, and balloon burst testing on a sampling basis during pv testing that occurs with every manufactured lot). These inspections and testing support that it is unlikely that a defect present in manufacturing contributed to the complaint. After the balloon burst, difficulty withdrawing the catheter into the sheath and removing it from the patient can be increased. The altered balloon profile can become caught during removal, requiring additional force/manipulation to complete device removal. The associated sheath was circumferentially delaminated. The distal end of the liner appeared to be bunched up. These are indicatives of the burst balloon getting caught at the sheath distal tip during removal efforts which would lead to the reported withdrawal difficulties. In this case, available information suggests that patient (moderate calcification) and procedural factors (over-inflation, withdrawal of a burst balloon) likely contributed to the complaint event. The technical summary is applicable to this complaint because calcification was present in annulus and could have caused the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions (CAPA), nor product risk assessment (pra) is required at this time.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards field clinical specialist, regarding a 29mm sapien 3 valve in the aortic position via transfemoral approach, a 29mm commander delivery system balloon ruptured on valve deployment. The commander delivery system would not come into esheath upon attempted removal. Esheath and commander system were removed together as a single unit which caused injury to the right femoral artery. Surgical cutdown and repair of the right femoral artery was performed with a bovine patch. Balloon was ruptured but all material was intact upon removal. Staff had pulled balloon material apart on the back surgical table trying to determine if all foreign bodies were removed from the patient. Devices were discarded but the fcs was able to retrieve the device from the garbage. A piece of the balloon was missing.